Event description:
It was reported that this left ventricular (lv) lead was found to have dislodged. The physician decided to perform a lead revision procedure. The lv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead was retained and disposed by the hospital.